Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device's instruction manual provides instructions on how and how often to replace consumable parts. Reported event may result in insufficient reprocessing of endoscopes. Therefore, omsc will instruct the user facility to replace the consumable parts. According to the instruction manual. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The gas/air/water filters of the device have not been replaced since (B)(6) 2019. The user facility said that the staff who is responsible for maintaining the device didn't aware that the filters have to be replaced regularly. The previous the staff didn't take over it from the predecessor. There was no report of patient injury associated with this event.